Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Failure analysis of the returned controller revealed a bent pin in the serial port and power port two connectors. The bent pin in the power port connector did not allow a battery to properly connect to the controller. As a result, the reported event was confirmed. Failure analysis also revealed hairline cracks under 10x magnification near the power port one and power port two connectors. An internal inspection did not reveal evidence of fluid ingress. The bent pin in the serial port and the hairline cracks found near both power port connectors are not related to the reported event. An internal investigation has been opened to evaluate hairline cracks and implement corrective actions as required. Based on this I nvestigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The most likely root cause of the bent serial port connector can be attributed to the handling of the device. The most likely root cause of the reported bent pin can be attributed to a misaligned connection between the battery's output connector and power port connector. An internal investigation has been opened to evaluate controller 2.0 with damaged pins and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Failure analysis of the returned controller revealed a bent pin in the serial port and power port two connector; the bent pin in the power port connector did not allow a battery to properly connect to the controller. As a result, the reported event was confirmed. Failure analysis also revealed hairline fractures under 10x magnification near the power port one and power port two connectors. An internal inspection did not reveal evidence of fluid ingress. The bent pin in the serial port and the fractures found near both power port connectors are not related to the reported event. An internal investigation has been opened to evaluate cracks observed on pioneer 2.0 in the area surrounding the power port connectors and implement corrective actions as required. The most likely root cause of the bent serial port connector can be attributed to the handling of the device. The most likely root cause of the reported bent pin can be attributed to a misaligned connection between the battery's output connector and power port connector. An internal investigation has been opened to evaluate damaged pins in pioneer 2.0 controllers and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pins on power port 2 of a patient¿s controller were bent. The patient was unable to connect a second power source resulting in a low priority alarm. The controller was exchanged with no reported patient consequence. The site indicated that the controller will be returned to the manufacturer.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the returned controller failed visual inspection which revealed bent pins in the serial port and in power port 2 connectors. In addition, cracks were observed around both power port connectors. The reported event was confirmed through bench testing. Investigation is ongoing. If information is provided in the future, a supplemental report will be issued.